Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 200 micron tfl ball tip single use fiber had the area where it plugs into the front caught fire. The event occurred during a procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d4 lot number, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device is broken at the end of the strain relief and there is a significant hole in the strain relief that appears to have blown out. The broken end of the fiber body has slight signs of burning. Based on the results of the investigation, it is likely that the event occurred due to user mishandling. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.